Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: received in an explant kit in a clear solution, 0.2% glutaraldehyde. Due to the condition in which the valve was received, we can only comment on the presence of pannus mineralization. The samples received appear to be host tissue and conduit wall cut into many pieces. Area of glistening, off white pannus remain attached to some of the conduit wall pieces. Several of the smaller pieces of pannus contain some valve tissue. Radiography shows remnants of mineralization in one of the smaller pieces and one of the larger conduit wall pieces. The DHR for this device was reviewed and no issues were shown that would have impacted this event. The analysis of the device shows that the event was caused by mineralization, which is a known and labeled occurrence for bioprosthetic valves. Therefore, no CAPA will be issued for this event, but medtronic will continue to monitor trends. Conclusion: stenosis due to calcification, though difficult to determine due to the condition of the returned tissue. Product explanted and replaced without reported adverse patient effects.

Event description:
Medtronic received information that this bioprosthetic bovine pulmonary conduit valve exhibited stenosis. This observation was made after approx 70 months of service. The decision was made to explant and replace the product with a similar device. No adverse patient effects were reported.